Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). From the video attached it was confirmed the defect reported by the customer "misfire/jamming - staples not firing". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. Failure mode "misfire/jamming - staples not firing" could be confirmed with video attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause and corrective actions. A device history record review was performed, and no relevant findings were identified. If the complaint samples become available at a later date, this complaint will be updated accordingly.